Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The physician reported that a balloon rupture occurred while using an unknown size apex balloon. The balloon had been inflated multiple times, although not above rated burst pressure. There were no patient complications as a result of this event. Additional information was requested, but was not available.

Manufacturer narrative:
The device was not returned; therefore, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).